Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. She was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 140 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.